Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported falsely elevated calcium results. Customer called to report that there is issue with the gold top tube - #367986. When they draw a gold top tube from a port access, they are noticing falsely elevated calcium results with excess fibrin in the sample. There have been a couple of different lot numbers but they are unknown, the issue happened within the last 6 months. By the time the sample comes in, the patient is already gone so they are unable to recollect, but sometimes they call the patient back. She also mentioned that before they were using the light green tubes with no issue. Wo notes: 1/4/22 spoke with the customer. She stated that some samples drawn from ports have elevated ca results (12.3). The site is flushed with heparin, and about 10 ml of blood is wasted before the blood is drawn into the sst tubes. They rim the tubes with sticks when there is fibrin. They are using sst tubes, since they are not able to get the liheparin tubes. They do not have issues with the liheparin tubes. The current lot # is 1280206. I reviewed the mixing and clotting steps for the sst tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported falsely elevated calcium results. Customer called to report that there is issue with the gold top tube - #367986. When they draw a gold top tube from a port access, they are noticing falsely elevated calcium results with excess fibrin in the sample. There have been a couple of different lot numbers but they are unknown, the issue happened within the last 6 months. By the time the sample comes in, the patient is already gone so they are unable to recollect, but sometimes they call the patient back. She also mentioned that before they were using the light green tubes with no issue. Wo notes: (B)(6) 2022 spoke with the customer. She stated that some samples drawn from ports have elevated ca results (12.3). The site is flushed with heparin, and about 10 ml of blood is wasted before the blood is drawn into the sst tubes. They rim the tubes with sticks when there is fibrin. They are using sst tubes, since they are not able to get the liheparin tubes. They do not have issues with the liheparin tubes. The current lot # is 1280206. I reviewed the mixing and clotting steps for the sst tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results and fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results and fibrin) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy (validation attached). The barrier formation was also evaluated and performed as expected. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results and fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported falsely elevated calcium results. Customer called to report that there is issue with the gold top tube - #367986. When they draw a gold top tube from a port access, they are noticing falsely elevated calcium results with excess fibrin in the sample. There have been a couple of different lot numbers but they are unknown, the issue happened within the last 6 months. By the time the sample comes in, the patient is already gone so they are unable to recollect, but sometimes they call the patient back. She also mentioned that before they were using the light green tubes with no issue. Wo notes: (B)(6) 2022 spoke with the customer. She stated that some samples drawn from ports have elevated ca results (12.3). The site is flushed with heparin, and about 10 ml of blood is wasted before the blood is drawn into the sst tubes. They rim the tubes with sticks when there is fibrin. They are using sst tubes, since they are not able to get the liheparin tubes. They do not have issues with the liheparin tubes. The current lot # is 1280206. I reviewed the mixing and clotting steps for the sst tubes.